Event description:
During an exploratory laparotomy, lysis of adhesions and small bowel resection, the surgeon fired the ethicon 75mm linear cutter stapler and it failed. He had used it previously and it was working well. It was on the 3rd fire that it suddenly failed. A new stapler was opened and the case was completed successfully and without harm to the patient. FDA safety report ID # (B)(4).